Event description:
Wife of end-user reported that two (2) days ago she noticed red skin and three (3) to four (4) open blisters scattered around stoma. Wife of end-user also reported satellite lesions outside of stoma area, itchy area under the mass, and itchy red marks on end-user's back.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that wife of end-user cleanses affected skin with warm water and ivory soap; applies neosporin to the area, and then applies the wafer. Wife of end-user was educated in crusting techniques by using stomahesive powder and no-sting skin protective barriers. Lastly, wife of end-user was instructed to consult a physician, and to notify convatec with any questions or concerns. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.